Event description:
I received the essure implant in (B)(6) 2013. Since then I have experienced prolonged periods of bleeding, severe cramping, and a metallic type taste in my mouth. There are days my cycle is so heavy that I bleed through both a tampon as well as a pad. I also have started having migraines. I have been told I can't have the device removed as it is considered elective surgery or I must pay for it out of pocket. Or if I complain enough, I may be able to have a hysterectomy. How can something that is covered to be inputted into my body not be covered to be removed. This product needs to be pulled from the market or there needs to be mandatory testing for adverse reactions to nickel.